Manufacturer narrative:
Insulin pump received with no button response due to flattened esc button domeswitch. No cosmetic damage noted.

Event description:
Customer reported that the esc button on the insulin pump is not working correctly. Customer stated that she has to press real hard to get a response. Customer's blood glucose reading at the time of the call was 78 mg/dl. No further information reported.